Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that on interrogation it was noted that there had been an electrical reset on the implantable pulse generator (ipg). All parameters were restored and diagnostics restarted. The device is still in use. No patient complications have been reported as a result of this event.